Event description:
Pt was being transferred. She was in her electric wheelchair and was holding the push button control. The wheels of the chair were locked. The frame of the lift was back against the wall and the casters were locked. As she lifted, she was on an angle, estimated to be 45 degree's or more. Due to wheels being locked on frame and chair, the lift could not center itself over the client and the frame fell forward. It struck an aide on her left side and the pt fell on top of the aide. Both were checked out and appeared to have bruises only.

Event description:
Pt was being transferred. She was in her electric wheelchair and was holding the push button control. The wheels of the chair were locked. The frame of the lift was back against the wall and the casters were locked. As she lifted, she was on an angle, estimated to be 45 degree's or more. Due to wheels being locked on frame and chair, the lift could not center itself over the client and the frame fell forward. It struck an aide on her left side and the pt fell on top of the aide. Both were checked out and appeared to have bruises only.